Manufacturer narrative:
Analysis found that the connection issue could not be verified. The unit trigger output voltage read low. The unit was cleaned and pcb connections reseated. Then, placed in environmental chamber. The unit was cleaned, repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the connector failed when connected to patient. There was no patient impact.